Event description:
It was reported that after the colonovideoscope was reprocessed, a doctor at the facility found a black foreign object attached to the scope, which appeared to have come from inside the scope from an unknown location. The device has not been used in any cases since then. A leak test revealed no abnormalities. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of foreign material in the device was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. From the results of a leak test, leakage was not confirmed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information.as there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility.olympus will continue to monitor field performance for this device.